Event description:
Gastric bypass patient with staples from several surgeries, I have been having severe bouts of pain in middle of night in upper right abdomen. Have doctor's appointment scheduled. FDA safety report ID # (B)(4).